Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-jan-2026, an arthrex subsidiary employee reported that an ar-4030c-10 fastthread biocomposite interference screw (10 × 30 mm) fractured in half during tibial fixation in an acl reconstruction performed on (B)(6) 2026. The graft was prepared with supersutures and measured 8.5 mm in diameter. The tibial tunnel was created using an 8 mm drill bit and subsequently dilated to 8.5 mm. During insertion of the 10 × 30 mm interference screw, the surgeon noted increased resistance, and the screw fractured. An attempt to retrieve the tip of the screw fragment was unsuccessful. The surgeon assessed knee stability intraoperatively and completed fixation using a non-arthrex 4.5 mm cortical screw post. Additional information was requested on 14-jan-2026.